Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The parents report that the child stopped responding to sound on (B)(6) 2017. No incident of accident, trauma or changes in health were reported. Patient may be re-implanted.

Manufacturer narrative:
Damage to the active electrode under silicone overmold, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
The parents report that the child stopped responding to sound on (B)(6) 2017. There has been no incident of accident, trauma or changes in health reported. The recipient was re-implanted.